Event description:
The customer reported that the n20 monitor was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Verified missing segments. The display was replaced. The unit passed testing. (B)(4).